Manufacturer narrative:
After further review, this complaint was found to be non-reportable.

Manufacturer narrative:
(B)(6). Medical product: nexgen provisional tibial stem, cat#: 00598105702 lot#: 61093772, nexgen provisional tibial stem, cat#: 00598105701 lot#: 61149870, nexgen provisional tibial stem, cat#: 00598105702 lot#: unk, nexgen provisional tibial stem, cat#: 00598105702 lot#: unk, nexgen provisional tibial stem, cat#: 00598103702 lot#: 61852158, nexgen provisional tibial stem, cat#: 00598104702 lot#: 61686983, nexgen provisional tibial stem, cat#: 00598103701 lot#: 60165766, nexgen provisional tibial stem, cat#: 00598105701 lot#: 60168396, nexgen distal telescoping rod, cat#: 00599707100 lot#: 63400765, nexgen distal telescoping rod, cat#: 00599707100 lot#: 60090790, nexgen distal telescoping rod, cat#: 00599707100 lot#: 61467973, nexgen spike arm telescoping rod, cat#: 00599707200 lot#: 60359644, nexgen distal placement guide, cat#: 00596703100 lot# 603074540. (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05204, 0001822565-2017-05206, 0001822565-2017-05207, 0001822565-2017-05208, 0001822565-2017-05209, 0001822565-2017-05210, 0001822565-2017-05211, 0001822565-2017-05212. Product location unknown.

Event description:
It was reported that, during kit inspections, the neck of the provisional neck was cracked. No adverse events have been reported as a result of the malfunction.